Event description:
Reporter noted surgeon took down the conjunctiva and was isolating eye muscles in preparation for surgery. While setting up and testing, unit displayed multiple error codes. Rebooted, reseated cassette, changed out tank and hoses, and couldn't get it to work. Aborted case.